Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years and 6 months post implant of this 25mm aortic bioprosthetic valve, the valve was explanted and replaced with another 25mm aortic bioprosthetic valve for unknown reasons. There were no additional adverse patient effects reported.